Manufacturer narrative:
Physio-control replaced the system pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that when attempting to power their device on that it would not complete the boot-up process.   There was no patient use associated with the reported event.